Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section and to provide the completed investigation results. One 8fr angio-seal vip device was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be properly mated with the carrier tube assembly. The deployment sleeve was in the forward lock position with the color bands fully concealed. The collagen could be found tamped at the distal end of the fully exposed tamping tube. Both the clear and the black compaction markers were fully visible from the carrier tube assembly. There was a kink observed on the hemostasis sheath. No other visual anomalies were noted with the device. Microscopy was used to determine if the anchor was still present in the collagen. Under microscopy, the anchor could not be observed, and the collagen could be seen over tamped. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device cap was not placed in the rear lock position. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal collagen plug, and inner disk did not want to deliver. The angio-seal dilator and market white sheath were already in the patient at this point. The next step was to insert the device in silver packaging that contains the inner disk and collagen plug. All steps were followed correctly by the doctor. A confirmation run was done to identify anatomical landmarks and the arteriotomy was above the sfa/profunda bifurcation and below the inguinal ligament. Hemostasis was achieved by manual compression and none of the angio-seal bioresorbable components were deployed or left in the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products and to update device evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.